Manufacturer narrative:
(B)(4).

Event description:
It was reported that cgm app and os incompatible due to unsupported os on smart device occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.